Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a consistent rise in threshold immediately after implant without a specific cause, until it could not maintain an adequate safety margin with output. The rv lead was capped as a result; the device remains implanted and out of service. No additional adverse patient effects were reported.